Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. Device interrogation was not possible due telemetry issue. No intervention was performed at the time. The patient was in stable condition and monitoring will continue.